Event description:
The customer reported that during a colon resection, the device closed on tissue and would not release. Another impact was used to seal around the device in order to remove it. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.